Event description:
A pt reports undergoing cataract surgery with implantation of the crystalens in both eyes. Six months postoperatively, the pt reports experiencing halos in the right eye and difficulty with night driving. Prior to the onset of halos od, the pt had undergone yag capsulotomy procedures in both eyes. The pt also reports needing glasses correction for near and distance vision; however, current bcva od is 20/25/ compared to 20/50 preoperatively additional info has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.